Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure on a pediatric patient, the operator was not able to upload the study from the recorder as an error message was received. There was no harm to the patient or user and it is not known if a repeat procedure will be performed. No equipment will be returned for investigation.